Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead,50cm; model#: sc-4318, lot#: 18442542, description: clik x anchor. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having infection at the pocket site. It was noted that the symptom of the infection was incision drainage and that it was procedure related. The patient was prescribed antibiotics, and wound vaccination was given. The patient underwent an explant procedure. No device malfunction was suspected.